Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for failed back surgery syndrome and spinal pain. The patient reported that they had a poor communication screen with a question mark on their programmer. Troubleshooting was done at the time or the report, but the issue remained unresolved. The patient was also unable to communicate with the implantable neurostimulator (ins) using the recharger. They stated that the recharger screen was blank, and then showed the reposition antenna screen. They indicated that they last felt stimulation 3-4 months ago, which is also when they last successfully recharged. The patient stated that they became aware that they couldn¿t recharge on (B)(6) 2018. They explained that they had not been recharging their device because they were in a motor vehicle accident in (B)(6) 2018, and their stimulation has not been working ¿whatsoever¿ for them since. The change in therapy was considered sudden. The patient mentioned that the stimulation was irritating a nerve since the motor vehicle accident. The patient had the number of a manufacturing representative and was directed to cell them. They did not have a managing healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they met with a manufacturing representative and had their device jump started so that they could have an MRI done. They stated that they are to going to be seeing their physician. The patient added that the stimulator was irritating them, and they are sure they have a pinched nerve. No further complications were reported or anticipated.